Event description:
Device malfunction: clip deployed in the distal end of the device. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the starclose se device attempted arteriotomy closure a common femoral artery after an interventional procedure. Reportedly, after uneventful step-by-step clip deployment, bleeding continued. Inspection of the device revealed that the clip remained in the distal end of the device. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not yet complete.